Manufacturer narrative:
(B)(4). Corrected investigation - the issue is not being investigated through CAPA, a loose connection is a known cause of an se 2240 alarm. A risk review was completed and the product is operating within its approved risk file.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported that patient line become separated from the transfer set because of loose connection in drain; line disconnection is a known cause of se 2240 alarm. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 1 of 4 on the home choice (hc). The home patient (hp) needed assistance with the system error 2367. The technical service representative (tsr) explained the se2367 to the hp and had the hp cycle the power on the hc. It was determined during troubleshooting the patient line was loose. The tsr had the hp go into the alarm log to see which system error came on before se2367, which the system error 2240 came on prior. The tsr explained the reason why both system errors came on the hc and advised the hp he must start over with all new supplies on the hc. There was patient involvement. No patient injury or medical intervention was reported.